Event description:
It was reported that a left ventricular lead insulation abrasion was observed via fluoroscopy. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.